Event description:
During cardioversion transmission of electrical current, a pop was heard. Defibrillator pads were removed and patient was noted to have 3cm x 0.25cm noted burn on anterior chest, right sternal border.